Event description:
It was reported that the user experienced hypoglycemia while wearing a dexcom g7 with the ilet system, with the agent noting that the user announced a meal while the pump was applying a correction, which could contribute to subsequent low glucose. Symptoms included a blood glucose nadir of approximately 50 mg/dl and a stomach discomfort. Outcomes included transient hypoglycemia outside the target range for about 30 minutes without medical intervention or assistance. Investigation included review of reported device use and user reports, along with troubleshooting and education provided. Investigation of this case revealed that the event was consistent with hypoglycemia of unclear cause, with a potential contributing use pattern related to meal announcement during a correction algorithm cycle; no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.